Event description:
The patient was in a back surgery procedure, and the surgeon unintentionally cut the catheter. Patient and drug information was not provided and was requested. Information regarding patient symptoms, interventions, and outcome was also requested.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# unknown, product type: catheter. (B)(4).